Event description:
It was reported that during an in-service performed by a company sales representative, no speed was displayed. The sales representative was doing an in-service on the rotablator system with no patient involved. The rotalink plus burr system was rotating, however no rotational speed was displayed on the console. The facility had not reported any difficulties having occurred during any procedures. As there was no patient involved, there was no patient consequence due to this issue.

Event description:
It was reported that during an in-service performed by a company sales rep, no speed was displayed. The sales rep was doing an in-service on the rotablator system with no pt involved. The rotalink plus burr system was rotating, however, no rotational speed was displayed on the console. The facility had not reported any difficulties having occurred during any procedures. As there was no pt involved, there was no pt consequence due to this issue.

Manufacturer narrative:
The console was tested in the lab using a rotalink 1.75mm burr. The rotational speed in dynaglide mode and in turbine mode was tested and met and sustained typical operational speeds. All of the console displays were functioning properly. As a secondary finding: the rotational speed control is linear when increasing speed to maximum. However, the rotational speed control is non-linear when decreasing speed from maximum - the rpm's decrease abruptly to 163 krpm when decreasing speed from maximum. The control problem is most likely caused by a failed proportional valve - given the age of the console, the proportional valve failure is most likely caused by normal wear and tear. A device history records (DHR) review was completed. This rotablator console was manufactured and shipped in march 2005. No additional events relating to the initial complaint could be found in the DHR. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. As the alleged failure, no rotational speed display, was not observed, the root cause classification for this complaint is designated as not confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).